Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a helium leak. It is unknown the circumstances under which the event occurred. It is also unknown if there was patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The stm noted physical damage to the helium assembly. The helium reservoir, console cover and battery were replaced. The stm completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a helium leak. It is unknown the circumstances under which the event occurred. It is also unknown if there was patient involvement. However, there was no adverse event reported.

Event description:
It was reported by the customer that they had been going through extreme amounts of helium in the past few days while using the cardiosave intra-aortic balloon pump (iabp). The customer confirmed that they are using the correct washers and had indicated that the local getinge representative was spoken to; however, the customer was concerned they might be out of helium before the getinge service representative arrives to perform scheduled preventative maintenance (pm) in the next few weeks. It was later noted that the customer reported that the iabp unit was leaking helium. It is unknown the circumstances under which the event occurred. It is also unknown if there was patient involvement. However, there was no adverse event reported.